Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on 10/23/2013 and mesh was implanted. It was reported that the patient underwent removal surgery on 4/18/2014. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.